Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort/sensitivity (described by the patent as a burning sensation) at the ipg site. The patient stated the issue occurs whether her scs system is turned on or turned off. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. Reportedly, the issue has resolved following the procedure.